Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that she was hospitalized with a blood glucose reading was 349 mg/dl. The customer stated that the cannula was bent when the infusion set was removed from her body. Nothing further was reported.